Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 5964687) became impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot). It could not advance or withdraw. The physician removed the stent and microcatheter (mc) from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received indicated that an unspecified micro guidewire was used successfully with the mc prior to the encountered resistance. The prowler select did not kink. There were no procedural delays due to the event. Three pictures were attached to the complaint file, however, only one of them showed the involved devices. The distal portion of the delivery wire was noted to be next to the microcatheter and it was noted that the stent was already detached from the delivery system and this was not shown in the picture. No damages were seen in the delivery wire. A non-sterile enterprise2 4mmx16mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent component was not attached to the delivery wire. No appearance of damages were observed on the delivery wire and introducer components (i.e., no kinks, bents, or elongations). The stent component was found already detached on the hub of the concomitant microcatheter, and it was found to be in good condition, there was no structural damage (i.e., no broken struts, no kinks). The delivery wire was inspected under magnification, and the distal portion of the proximal coil was found stretched. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in the complaint regarding the stent being impeded in the microcatheter could not be evaluated through functional test since the stent was returned already detached from the unit; however, the stent being detached in the hub of the microcatheter and the stretch condition of the proximal coil of the delivery wire suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire, and causing it to stretch. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 5964687) became impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot). It could not advance or withdraw. The physician removed the stent and microcatheter (mc) from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received indicated that an unspecified micro guidewire was used successfully with the mc prior to the encountered resistance. The prowler select did not kink. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone:(B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Three pictures were attached to the complaint file, however, only one of them showed the involved devices. The distal portion of the delivery wire was noted to be next to the microcatheter and it was noted that the stent was already detached from the delivery system and this was not shown in the picture. No damages were seen in the delivery wire. The stent detachment is not originally reported in the complaint, and based on the provided pictures is not possible to determine the exact time when this condition occur. This condition is not considered related to the reported failure. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 5964687. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The customer complaint was not able to be confirmed since a functional analysis needs to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00335.

Manufacturer narrative:
Product complaint (B)(4). The product has been returned for evaluation and testing. However, the engineering evaluation has not been completed. A supplemental report will be submitted, if new facts arise, which materially alter information submitted in a previous MDR report.